Event description:
It was reported that "it was tough to empty the cap of the pilot balloon." The event occurred testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Operator of device is unknown, no information has been provided to date. Device evaluation: one decontaminated sample was received for investigation. Within this investigation we inflated and deflated affected sample by spare syringe several times. We can confirm that no issues were observed during this inflation and deflation. The pilot balloon can be deflated smoothly. No fault was found. The complaint was not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No trend of similar complaints was identified. No action taken.